Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device ECG lead is not shown and red x after shutdown. Per fse, there was no reported patient involvement / adverse patient impact.